Event description:
Material: 302995, batch#: 4284514. It was reported that the bd syringe 10ml ll s/c 200 barrel cracked. The following information was provided by the initial reporter: rcc received a complaint via email. Incident or problem information (ID): (B)(4). Date of incident (yyyy-mm-dd): on (B)(6) 2025. Type of incident/problem: a2. Failure (i.e. While preparing for, in use, after use). Level of harm: no apparent harm - reached the patient/person -- inconvenient: yes. Incident details: 10cc syringe used by nurse to draw paralyzing medication (rocuronium) for rapid sequence intubation in peri-arrest patient. When physician was administering medication, small amount sprayed out from side of syringe. Horizontal crack noted along side of syringe. Medication was administered with inconsequential amounts of medication lost. Patient successfully paralyzed and intubated. Unexpected or prolonged care? No. Procedure: rapid sequence intubation. Device information: device name/description: syringe luer lock tip 10ml. Manufacturer code/model: 302995. Serial or lot number: (B)(6). Expiry date: 2029-09-30. Supplier/catalogue number: 308-302995. Is the device retained? Yes. Number of devices: 1. Wiped, contained, labelled? Wiped, doubled bagged (if consumable), and labelled as per instructions: device handling hazards (when blank = hazards not specified) none. Investigation request expected type of investigation: actual device tested; lot review. E-mail address for person holding device: site shipping address: clinical contact information: primary clinical contact (cc on final report): manager (cc on final report).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The potential root cause of the cracked barrel is associated with the assembly process. We will continue monitoring the complaint trend for the product and symptom. Batch 4284514 is considered in compliance with our product specification requirements.

Event description:
No additional information provided.